Event description:
It was reported to boston scientific corporation in 2006 that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed the same day (a female patient; weight is unknown). According to the complainant, during the duodenal stenting procedure, the physician tried to deploy the wallflex enteral duodenal stent, and it didn't fully expand. The physician "withdrew the stent and found the proximal part of the catheter was kinked. The procedure was aborted and repeated the next morning with another wallflex, and was completed successfully." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3135.

Manufacturer narrative:
A visual inspection of the returned device revealed that the outer sheath was kinked and that it was bunched up at various locations along its length. It was not possible to deploy the stent as it was noted that the distal handle had detached from the outer sheath. An attempt to retract the outer sheath by hand was not possible due to the damage on the outer sheath. The shaft was dissected and the stent was deployed by hand without any issue noted. Visual examination of the stent and the inner lumen found no issues. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.